Event description:
The company was informed that the pt received t-tubes in (B)(6) 2012. On (B)(6) 2012, the pt was treated for external ear infections with clarithromycin, bactrim, and ciproflaxin. On (B)(6) 2012, the pt was prescribed the addition of floxin and bactrim otic drops. The pt is reportedly resistant to using his device. Advanced bionics is in the process of gathering more information. Once more information is received a supplemental report will be submitted.